Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that they have noted toric mark on the lens optic was misaligned. The toric marks were not placed at diagonal positions through the center of iol. The surgery was completed without product replacement. There was no patient harm. Additional information was requested and received stating the postoperative progress was good and that there were no problems with the patient.

Manufacturer narrative:
Two videos reviewed showing an implanted iol. In one video the toric axis markings can be seen on edge of optic. The haptic gusset junction can also be seen, the markings appear to be within specification no root cause identified as the reported complaint "misaligned toric mark". The manufacturer internal reference number is: (B)(4).